Event description:
It was reported that there was non-capture and poor sensing on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Atrial undersensing was noted. The sensing values dropped the week (B)(6) 2012 and stabilized at approximately 0.3 volts from 1.2 volts the weeks prior. The last 14 daily values averaged 0.2 volts.